Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: needle-to-cuff miss, foot break. Time of device issue: during vessel closure. Adverse event: vessel laceration, intervention for removal. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. During device removal, the foot did not fully retract and upon removal of the device, the artery was lacerated. An 11 f sheath was placed to stop the bleeding and a balloon was taken up and over to the common femoral artery. The balloon was inflated for 15 minutes. Hemostasis was achieved. There were no reported adverse pt sequelae. Inspection of the device, after removal, revealed part of the foot was missing. Ultrasound did not show the piece in the body and its location is unk. No additional info was provided.